Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uxz9, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient got shocked when lying down in bed, when the patient would put her butt against the bed. This occurred only on programs 1 and 4. The patient was currently on program 3 and did not get shocked. This issue started to occur in (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.